Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patient's system was explanted on 13 february 2024 to address the issue.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.